Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic left lobectomy, the staples were malformed in lumbricoid shape at the middle of the staple lines. The event occurred on the first and second staple lines from the cut end of superior lobe bronchus. Additional hand suture was performed along with a hemostatic agent to close the site. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n56x4j. The analysis found that one pce45a device was returned with no apparent damage and with an ecr45d reload cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.